Manufacturer narrative:
One 8.5f agilis introducer sheath and dilator were received for evaluation. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The sheath distal tip had been bent. The dilator was inserted into the sheath and a gap was noted at the dilator/sheath transition, consistent with the aforementioned damage to the sheath tip. The cause of the patient air embolism, the sheath tip damage and patient insertion difficulty remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
This report is to advise of an air leak noted during analysis.